Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve the reported event, the adjustable pressure limit valve was replaced.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine experienced a malfunction of the adjustable pressure limit valve preventing manual ventilation. The report was received from a single source. The reported event did not involve a patient.